Event description:
Patient reports she tested 5.0 inr on the coaguchek xs system and 3.8 inr on a comparison lab. No treatment based on device result. No adverse event reported. Requested return of suspect system and replacement sent.